Event description:
Boston scientific received information that this patient presented to the hospital due to palpitations. Interrogation of the device revealed that the polarity of the right ventricular lead had switched from bipolar to unipolar. The lead impedances measurements in the bipolar configuration had decreased. When reprogramming the lead back to bipolar configuration from unipolar the pacing impedances had decreased further and were out of range. Noise, oversensing, increase in pacing thresholds, and intermittent loss of capture was noted. In addition, insulation damage was suspected. The configuration was programmed back to unipolar and an early lead replacement was scheduled.

Manufacturer narrative:
Should additional information become available this investigation will be updated.